Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported during a case, they were unable to perform a scan due to a door open message but doors were completely closed. Site removed system and brought in another one. Site reported they rebooted with and without umbilical cord with no resolution. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found door open message on pendant, when system is closed. Ran ias (imaging acquisition system) motion controller software, gantry, found door switch not engaging. Adjusted plate to door switch to the right, so the switch can make contact with side walls. Switch is now working. Same issue persists. Removed door covers, upper/lower door caps and upper inner gantry cover. Checked four switches, front of ¿o¿ for side panel actuation. Plates that activate switch are not touching with door closed. Dingus on top and bottom are not ¿open¿ to allow rotor to move. Slowly, manually, closed door with ratchet. One dingus opened; all four switches are still not engaged by plates. Moved door back to open position. Checked rotor alignment, it was off slightly showing orange. Adjusted the rotor alignment manually and made sure alignment pin fit smoothly. Opened door on pendant and closed door. Both dingus¿s have now opened and all four switches are engaged by plate, as intended. Door is now functioning properly and allowing rotor to move. Checked by rotating rotor all the way from 0 degree to 360 degree then pressing door open (6x¿s). This moves rotor all the way around and then opens door. Checking to see if the problem persists of misalignment, no issues. Tested unit per system checkout in asm and no further problems found. Returned to service continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: -, ubd: , UDI#: .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.